Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that he experienced difficulties with reservoirs several weeks before the event. Ran a fixed prime test and the insulin exited. No further information was provided.